Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8709sc, lot # n175906023, implanted: (B)(6) 2008, explanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving lioresal via an implantable pump. The indication for use was cerebral palsy and intractable spasticity. On (B)(6) 2015, it was reported that 5 or 6 years ago the pump stalled and a company representative worked with the patient back then. The patient symptoms, troubleshooting, actions/interventions, and the cause of the pump stall were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.